Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to lab test resulted with the surestep meter reading 98 mg/dl and ninety minutes later the lab test was performed with results of 174 mg/dl. Rptr fasted before taking the comparison test. No symptoms were reported.